Event description:
It was reported that right ventricular (rv) noise resulting in oversensing was noted. A revision procedure was performed and the rv lead was capped. A new rv lead was implanted, however, additional noise resulting in oversensing was again noted during the procedure. The new rv lead and the device were also explanted and replaced during the same procedure. The patient was in stable condition.

Event description:
Additional information was received indicating abbott technical support was contacted, session records from prior to the revision procedure were reviewed, and low defibrillation impedance was also noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no anomalies were observed either visually nor via diagnostic imaging.

Manufacturer narrative:
The reported field event of oversensing of noise could not be replicated in the lab. The device was returned with battery voltage above elective replacement indicator (eri) level. The telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.